Event description:
Boston scientific received information that during a routine device change out procedure, this right ventricular (rv) lead exhibited loss of capture which resulted in greater than two seconds of asystole. Loss of capture was able to be reproduced during the procedure. The lead was surgically abandoned and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.